Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Part of the product was still stuck inside- vagina [foreign body in reproductive tract] when I pulled the string out, I discovered that a part of the product was still stuck inside [complication of device removal]. Case narrative: consumer reported via phone that the tampon was stuck inside her vagina after she pulled the string out. No serious injury was reported.